Event description:
While inserting the stent the physician noticed that the v12 stent is loose on the balloon. He did not feel confidence and decided to remove the stent before inflating.

Manufacturer narrative:
The stent was loose on the balloon and shifted distally on to the distal balloon cone. One end crown on the proximal end of the stent was bent upward and was badly damaged. It is unclear how this damage occurred. If the device had been attempted to be pulled back through the introducer sheath the stent end crown would have presumably been bent backward on to the stent. Both ends of the stent were flared from being moved over the proximal and distal balloon cones. There was a slight buckle in the stent approx 1.5cm from the proximal end of the stent. There were no signs that the stent had been attempted to be deployed as there was no inflation media present in the balloon. The catheter system was inspected to verify that the product was properly crimped during mfg. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. When the device was examined the crimp marks were visible which indicates that the stent was properly crimped onto the balloon. The crimped diameter of the stent in the center section was measured at 2.3mm. This diameter is indicative of a properly crimped stent. We have not been able to determine any fault due to mfg. A review of the production lot history data from qc indicated successful passage of the lot qualification samples through a 7french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.